Event description:
A customer contacted baxter's technical service center regarding a check supply line alarm that appeared on the homechoice (hc) unit while refilling the heater bag. The home patient (hp) stated that the heater line became detached from the bag. The technical service representative (tsr) assisted the hp in ending therapy and advised the hp to start over with new supplies or finish manually. The hp stated that he would just end therapy for the night. The tsr advised the hp to let the peritoneal dialysis nurse know of any missed therapy. There was patient involvement but reported injury or medical intervention. Product surveillance contacted the home patient and they said that they did not notice anything unusual with any of the previous supplies. They said that they did not tighten the connection between the line and bag and that was why it came undone. Since then they have been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - incomplete connection. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted.